Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm and background test failure. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
D4: UDI updated, d9: device returned to manufacture on may 14 2024 one device was returned for analysis. Visual inspection showed a cracked bottom case and right plunger case. Review of the event history log showed a primary audible alarm bgmd test. A functional test was performed and the reported issue was duplicated. The speaker was not operating as intended and exhibited contamination. As a result, the speaker was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.